Event description:
It was reported that when the patient presented in clinic, excessive battery discharge was noted on the device. Patient did not have any therapies. Technical services considered this as likely early battery depletion. Device replacement was recommended. There is no further information available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable during and post-procedure.